Event description:
During a call for an unrelated alarm, the patient indicated she had peritonitis. The following additional information was obtained on (B)(6) 2010: the patient has been on automated peritoneal dialysis (apd) with local (pd4) solution since 2008. The patient was in the hospital on (B)(6) 2010 for a transfusion. The patient's pd effluent was analyzed on (B)(6) 2010. The cell count showed 2% eosinophils and 2% lymphocytes. The gram stain and culture showed (B)(6). The patient was advised by the pd nurse not to do therapy while in the hospital and the patient's nephrologist ordered manual therapy. It was indicated the hospital staff set up therapy, not the patient. It was indicated that the patient experienced symptoms starting on (B)(6) 2010 and was diagnosed with bacterial peritonitis. The patient was not hospitalized for the peritonitis and there was no exit site or tunnel infection involved. The patient was treated with vancomycin and the peritonitis is considered to be ongoing and improving. The nurse indicated the cause of the peritonitis was the manual exchanges performed by the hospital staff. There was no allegation made against the baxter products. No further information is available. Report 2 of 2.

Manufacturer narrative:
(B)(4)- as the date of onset of this peritonitis episode is unknown, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10b05029, h10b26041, and h10f01037), with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports. The root cause investigation is in progress.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter display is fading and has a line through the display. These issues were not resolved with troubleshooting.